Event description:
While in (B)(6), achieva ventilator external and internal batteries holding no charge. Approx 45 mins of time combined. Client manually operated until arrival at (B)(6), plugged into ac outlet at center. Client's father contacted, dme to replace ventilator and external battery. Father brought charged external battery to center. Cargo external battery in use since (B)(6) 2009.